Manufacturer narrative:
This report was initially submitted following a report from a customer in (B)(6) regarding the occurrence of no growth for streptococcus agalactiae and enterococcus faecalis in association with the chromid® cps® elite agar (cpse). There was little to no growth after 36 hours of incubation, where growth was expected. Biomérieux investigation was conducted. Strains were not available from the customer; this investigation was conducted with streptococcus agalatiae and enterococcus faecalis strains from the qc lab collection. Evaluation of the manufacturing batch records for the implicated lot of chromid® cps® elite agar indicated no non-conformity or observation that could explain the reported issue. The lot conformed with specifications. The investigation performed testing of all strains used as routine quality control in addition to streptococcus agalatiae and enterococcus faecalis strains using retention samples from various cpse batches of varied manufacturing dates. The lot in use at the customer site had expired at the time of investigation. Even so, the investigation tested retains from that lot and a recently manufactured lot with an expiration of (B)(6) 2016. The expected results were obtained for all tests and matched the initial manufacturing qc results. The cpse agar is performing as intended. The package insert for this product indicates: some strains may not give characteristic color on the media, as coloration of strains is influenced by the expression of that individual strain. Therefore, identification of the microorganism isolated must be followed by additional tests whatever the coloration is. Growth depends on the requirements of each individual microorganism. It is therefore possible that certain strains which have specific requirements (substrate, temperature, incubation conditions, etc.) May not develop on the medium.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported the occurrence of no growth for streptococcus agalactiae and enterococcus faecalis in association with the chromid cps elite agar. There was little to no growth after 36 hours of incubation, where growth was expected. The customer stated there is a very small amount of growth like film similar to pseudomonas. When the customer performs a gram stain and sub-cultures to cos media, they obtain enterococcus or streptococcus. There is no indication or report from the hospital or treating physician to biomerieux that the occurrence led to any adverse event related to a patient's state of health. Culture submittal has been requested from the customer by biomerieux for internal investigation. Biomerieux internal investigation has been initiated.